Event description:
Additional information received indicated the atrial lead was capped (B)(6) 2024. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited noise that triggered pacing inhibition. Programming changes were implemented. The patient was in stable condition.